Manufacturer narrative:
(B)(4). Concomitant med products: cash 14 cere 3mmx6.0cm, enpower dcb. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2018-00628 and 3008114965-2018-00629. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, the cashmere 14 cerecyte 3 mm x 6.0 cm (crc14030630 / c29559) could not be detached. The coil was removed and a new coil (unknown thermos-mechanical coil) was used and the fault light on the enpower dcb (dcb00000500 / d10002) came on; the coil was eventually detached. There was no report of any patient injury or impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Complaint conclusion]: the healthcare professional reported that during the coil embolization procedure, the cashmere 14 cerecyte 3 mm x 6.0 cm (crc14030630 / c29559) could not be detached. The coil was removed and a new coil (unknown thermo-mechanical coil) was used and the fault light on the enpower dcb (dcb00000500 / d10002) came on; the coil was eventually detached. There was no report of any patient injury or impact. This unknown coil was detached and remains implanted and thus is not available for return. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated product will not be returned. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2018-00628 and 3008114965-2018-00629. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.